Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient began intraperitoneal treatment for the peritonitis with unspecified drugs added into the dianeal solution (doses and frequencies were not reported). It was not reported if the patient was hospitalized for the event. On unreported dates, the patient was recovered from the peritonitis and pd therapies were withdrawn after the treatment. No additional information is available.